Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional information response received from the initial reporter via email : 1. Could you please confirm was the procedure completed or aborted completely? 2. Could you please confirm was any additional medical or surgical intervention required? 3. Could you please confirm what was the patients outcome? 4. Could you please confirm is there any future procedure planned for completing the treatment? 5. Could you please confirm any additional information would be greatly appreciated. 1. The procedure was completely canceled. 2. It was not required. 3. I don't have that information. 4. I don't have that information. 5. I don't have any additional information.

Event description:
It was reported that during a surgical procedure, when starting the surgical procedure the doctor proceeded to use the shaver, then it began to sound strange and to place hot. The surgeon avoided its use and proceeded to verify that it was not misconnected or assembled badly to the blade. The device still continued with the sound and placing hot, the doctor decided to suspend the surgery since there was no other shaver in the facility. The date of event was unknown but was known to have occurred in 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes, however a video was provided for evaluation. Visual inspection of the returned video found the shaver being activated with a blade attached, the shaver was making a loud noise, and the blade was visibly shaking during activation. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the micro tornado hp w hand control would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.